Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4)-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4)

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 302, 416, 312 mg/dl. The customer's expected fasting blood glucose test result is 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6)2017, a back to back blood test was not performed by the customer; customer stated she does not have any strips left. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/17/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: a 302mg/dl (B)(6)/2017 10:17 am fasting:yes. A 416mg/dl (B)(6)2017 02:53 pm fasting:yes. A 312mg/dl (B)(6)2017 01:42 pm fasting:yes. A 348mg/dl (B)(6)2017 11:13 am fasting:yes. A 214mg/dl (B)(6)2017 12:11 pm fasting:yes. Memory concerns:customer is concerned with the results of 302, 416, 312, 348 and 214 mg/dl in the meters memory. Customer stores strips in bedroom however customer advised ccr that she does not have any strips left and she cannot afford to buy any at this time because she is on a fixed income.